Event description:
It was reported that allegedly one of the patient's right magec rod appeared to have had separated below the fixation site. The left magec rod had reached its full distraction amount and the right rod only had a few millimeters left of distraction. The physician revised both of the magec rods without incident.

Manufacturer narrative:
(B)(4).